Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a¿ backup ventilation error¿ and the "ventilator was not ventilating". The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.